Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot#: unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported increase pain after explant because of an infection. Factors that may have led or contributed to the issue was an infection and explantation due to infection of salmonelles in (B)(6) 2019. It was reported that the infection was probably due to cholecystite. Actions taken included explantation on (B)(6) 2020. There was a report that the issue was resolved. Relevant medical history include amoxicilline allergy. Additional information received reported that there was no implant anymore for the patient was previewed.